Event description:
Related manufacturer reference number: 2017865-2023-25419 it was reported a patient's atrial lead presented with over-sensing noise and the right ventricular (rv) lead presented with high capture thresholds. Both leads were capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.